Event description:
It was reported that the c-arm vertical lift on the 9800 system will not raise past 14. The lift lowers with no problems. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the lift column and power motor relay pcb. The system was tested and found to be working as intended and placed back into service.